Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v636178, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that after a couple of months the device made the patient¿s symptoms worse. The patient had spasms and contractions in her genital area. The patient had tried physical therapy and other things, but nothing worked. The patient still felt stimulation and cramping even though the device had been turned off since 2011. The patient¿s healthcare provider (hcp) turned stimulation back on in (B)(6) 2012 and told her to keep the stimulation on even though she felt stimulation in the buttocks and had cramping in her vaginal area. The hcp did not change the patient¿s settings to try to help and reportedly stated the leads moved. The patient did not know when the leads supposedly moved and did not think the leads had actually moved, but that the nurse did not know how to program the device. Additional information was requested, but was not available as of the date of this report.